Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter is giving inaccurate low readings. This complaint is being classified according to the documentation of the customer care advocate, as the pt was not available for follow-up questions. According to the pt, the inaccurate issue first occurred two mos ago prior to contacting lfs. Four days earlier, the pt reportedly had symptoms described as "headache" prior to obtaining a blood glucose reading of "130 mg/dl" at 8am. The pt reportedly took less food/drink as a result of the reading obtained on the subject meter. At around 10 am to 10:30am, the pt obtained a blood glucose reading of "195 mg/dl" on emergency medical service meter. Upon arrival at the ER, the pt reportedly received insulin treatment (unspecified dose and type) by a healthcare provider. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the pt's diagnose and treatment in the hosp, why she was treated with insulin, the duration of her hosp stay, and her blood glucose readings during her hosp stay. This complaint is being reported because the pt claimed that she received treatment that can be suggestive for hyperglycemia after the inaccurate issue began two mos ago. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.